Event description:
According to the provider: covidien received a report that the trust had a patient fatality as a result of a suture that had snapped post operatively. No information was supplied regarding the name of th surgeon, procedure type of any other details. Subsequently, the reporter informed covidien that there is no information supporting any potential incident relating to covidien sutures.

Manufacturer narrative:
(B)(4).